Event description:
It was reported that the green cable is giving multiple error codes. No pt consequence.

Manufacturer narrative:
Info was not provided by the initial contact. Info anticipated; but unavailable at this time.